Event description:
Reporter indicated that the pt was undergoing surgery for generator replacement due to end of svc. The pt had experience an increase in seizures. Relationship to baseline unk. Good faith attempts are being made to obtain the programming/diagnostic history and the explanted prod for analysis.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.